Manufacturer narrative:
Product ID 3998 lot# j0546475v, implanted: 2006 (B)(6); product type lead product ID 74002 lot# n347134, implanted: 2012 (B)(6); product type adapter product ID 37702 lot# serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 748940 lot# serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 748940 lot# serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).

Event description:
It was reported the patient was having their rechargeable implantable neurostimulator (ins) replaced with a non-rechargeable ins. It was noted the patient had a paddle lead, extension and adaptor implanted. Additional information received reported the patient¿s ins was overdischarged and the manufacturing representative was unable to interrogate the ins or do a physician mode recharge. It was noted the patient wanted to return to a non-rechargeable ins. It was further noted the patient was receiving appropriate therapy.